Event description:
It was reported that the device would intermittently display "therapy leads off" message. There was no patient use associated with the reported event.

Manufacturer narrative:
MFR evaluated the device. The root cause was determined to be due to a failure of the therapy receptacle connector assembly. After replacing the therapy receptacle connector assembly, proper operation was confirmed and the device was returned to the customer.